Event description:
(B)(4). Painful pap tests, internal ultrasounds, sexual intercourse. Low back pain and heartburn. Had colonoscopy and endoscopy. Nothing found. Depression, weight gain, fatigue, dizziness, mood swings, rectal bleeding, difficult bowel movements (as if not finished and difficult to push it out ) : exam found no hemorrhoids. Front left side of abdomen pain/ cramping. Adenomyosis: internal ultrasound